Event description:
It was reported that red grease was found on the handpiece while the equipment was being evaluated at the MFR. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the MFR. During the eval, red grease was found on the device. The device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. A f/u report will be submitted after the quality investigation has been completed.